Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-00505. It was reported the patient's drg leads migrated. As a result, surgical intervention was undertaken wherein the two leads were explanted and three new leads were implanted. Reportedly, stimulation was restored postoperatively and the issue resolved.